Manufacturer narrative:
Medical device problem code: (B)(4). Investigation results: the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber measured 302.8 cm from the end of the connector to the end of the exposed glass tip. A functional evaluation revealed that there was no light from the sma connector, indicating a fracture within the connector. The exposed glass tip was manually clipped form the body. When connected to the laser console, the following message was displayed: "please connect fiber" -> "applicator has been used 7 times." No other problems with the device were noted. The reported event of the laser fiber energy stopped was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector. A fiber broken within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on january 28, 2022 that a lighttrail reusable laser fiber was used in a stone lithotripsy procedure in the ureter on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, the laser fiber energy suddenly stopped. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.